Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 43 mg/dl. The customer's slow-acting insulin caused the low blood glucose. Troubleshooting was declined. The customer teated with glucose tabs, milk, and cookies. No products were returned or replaced.